Manufacturer narrative:
The returned device was evaluated and the investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. Inspection of the exposed portion of the soft cannula found it to be stretched, fluid was able to pass through the complete fluid path. The timing and cause of the observed cannula damage could not be determined.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pod adhesive failed to adhere during wear. As treatment, the patient applied a new pod.